Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3273801. D4. Medical device expiration date: 31-jan-2025. H4. Device manufacture date: 14-nov-2023. E1initial reporter addr 2: 550 - cidade industrial de curitiba. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes 2 samples were underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 28-may-2024. H.6. Investigation summary: bd received 2 samples(1 from each lot #) and 5 photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, the customer samples along with retention samples from bd inventory were functionally tested for draw volume and all tubes tested were within specification limit. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes 2 samples were underfilled. There was no health impact or consequences reported.